Event description:
Sales rep received a photo of what appears to be a broken triathlon femoral component. This photo was sent to an operating room staff member, who passed on this image to me. Unable to identify where this event occurred, in australia, or overseas

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon femoral component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding a fractured unknown triathlon femoral component was reported. The event was confirmed. The provided image confirms the reported event; the femoral component is fractured. Nothing more could be learned from the image. The root cause could not be determined with the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Sales rep received a photo of what appears to be a broken triathlon femoral component. This photo was sent to an operating room staff member, who passed on this image to me. Unable to identify where this event occurred, in (B)(6).